Event description:
The manufacturer was notified that a trilogy evo ventilator was repaired by a distributor by replacing the lcd. There was no harm or injury reported. No other information was provided at this time. If any additional information is received, a follow up report will be filed.